Manufacturer narrative:
Date rec¿d by MFR : 25jun2019, date of report : 24jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.